Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump history showed that the pump time was manually changed from 21:19 to 08:19 on (B)(6) 2013. A time keeping accuracy test was performed and the pump was found to be keeping time accurately. No pump time keeping defects were found. Unrelated to the complaint, the bolus button cover was found to be loose and misaligned; when the cover was removed, the button slug was found to be missing.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was loosing one hour a day over the past month. The reporter stated that the time was set at 8:00 am and by 12:34 pm the pump was reading 11:31 am. This report is mad because the reported issue was not resolved with troubleshooting. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.